Event description:
It was reported that the patient presented via merlin.net with high, out-of-range high voltage lead impedance. The patient will continue to be monitored remotely for any other abnormalities.

Manufacturer narrative:
(B)(4).